Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2019. According to the complainant, prior to procedure, the shrink wrap was difficult to removed from the device and the pulling loop of the device was stuck inside the ligator cap; consequently, caused difficulty setting up the device. When the device was installed, the ligator cap detached from the scope outside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.